Event description:
It was reported that during patient use, the autopulse platform displayed an "out of service, revert to manual CPR" message. The crew reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Please note that the reported event occurred about a year ago but was not reported to zoll until (B)(6) 2014. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.